Manufacturer narrative:
The complaint device is not available for a physical evaluation and therefore ,a root cause for this failure cannot be discerned. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a knee arthroscopy that the fms duo pump kept reading pressure l. The sales rep reported that the duo was being used as a solo and that in the middle of the procedure the pump began giving the error code pressure l and filled up the fill chamber, of the fms irrigation tubeset. The nurse replaced the tubing but could not get this fms irrigation tubeset to fit under the lid properly, after placing it over the wheel, so she taped the lid shut to keep it down and to keep the pump running. The surgeon completed the procedure and when the nurse removed the stocking she found the patient's leg to be rock solid, cold, and had no pedal pulse. The patient was taken to the ER where the pulse returned to the leg after a 1/2 hour. The patient stayed overnight then was released and sent home. The sales rep reported that the patient is a diabetic, and has had previous surgeries to this knee not related to our devices. The customer already discarded the fms tubesets. Associated med watch # 1221934-2014-00431, 1221934-2014-00432, 1221934-2014-00433, 1221934-2014-00435.

Event description:
The sales rep reported that during a knee arthroscopy that the fms duo pump kept reading pressure l. The sales rep reported that the duo was being used as a solo and that in the middle of the procedure the pump began giving the error code pressure l and filled up the fill chamber, of the fms irrigation tubeset. The nurse replaced the tubing but could not get this fms irrigation tubeset to fit under the lid properly, after placing it over the wheel, so she taped the lid shut to keep it down and to keep the pump running. The surgeon completed the procedure and when the nurse removed the stocking she found the patient's leg to be rock solid, cold, and had no pedal pulse. The patient was taken to the ER where the pulse returned to the leg after a 1/2 hour. The patient stayed overnight then was released and sent home. The sales rep reported that the patient is a diabetic, and has had previous surgeries to this knee not related to our devices. The customer already discarded the fms tubesets. Associated med watch # 1221934-2014-00431, 1221934-2014-00432, 1221934-2014-00433, 1221934-2014-00435.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.